Manufacturer narrative:
The initial MDR 2432235-2017-00107 was filed on february 7, 2017. Additional information (01/19/2017): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a system check. The cse found minor deposits under the wash station and cleaned the deposits. The cse replaced the pump tubes and rinsed the waste pump. The cse tested the rinse around and waste aspiration with no issues. The cse checked the luminometer darkcounts, which were within specifications. Aspirate probes were performing as expected with no flowing back of the aspirated waste. The cse performed quality control (qc), resulting within range. The cause of the discordant, falsely elevated cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) specialist was at the customer's site for another call. The fse performed a total service visit and a troponin protocol. The customer's quality control (qc) was in range after service was provided. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin result was obtained on a patient sample on an advia centaur cp instrument. The customer tests all cardiac troponin samples in duplicate. The initial result was low. The customer repeated the same sample on the same instrument, resulting falsely elevated. The customer repeated the same sample on the same instrument, resulting low. The customer reported out the initial result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin result.